Event description:
During follow up, noise resulting in oversensing and automatic mode switch was observed on the atrial lead. The oversensing was able to be reproduced by provocative testing. The device was reprogrammed to the resolve the event. The patient was stable.